Event description:
Information received that the bed had slow head down drift. No injury reported.

Manufacturer narrative:
Technician found the bed had a slow head down drift. Replaced the CPR valve to resolve this issue. Bed located in bed repair shop.